Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius (during follow-up for (B)(6)) that the patient experienced a urinary tract infection (uti). The patient presented to the emergency room (via ambulance) on the evening of (B)(6) 2025 due to nausea during peritoneal dialysis (pd) therapy. The patient was formally admitted and diagnosed with a uti. The bacteria isolated was escherichia coli, and the patient was treated with an intramuscular (im) injection of ertapenem 500 mg daily for 9 days. The patient was discharged on (B)(6) 2025 in stable condition.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius (during follow-up for (B)(6) that the patient experienced a urinary tract infection (uti). The patient presented to the emergency room (via ambulance) on the evening of (B)(6) 2025 due to nausea during peritoneal dialysis (pd) therapy. The patient was formally admitted and diagnosed with a uti. The bacteria isolated was escherichia coli, and the patient was treated with an intramuscular (im) injection of ertapenem 500 mg daily for 9 days. The patient was discharged on (B)(6) 2025 in stable condition.

Manufacturer narrative:
Clinical review: based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.